Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please advise if the knots came undone during the initial procedure? Did the surgeon re-suture patient in same initial procedure? What is the condition of the patient?

Event description:
It was reported that a patient underwent a femoral axillary bypass procedure on unknown date in 2018 and suture was used. The needle pulled off from the thread. The anastomosis has been undone and another device was used to resew the anastomosis and complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/18/2019. Additional information was requested and the following was obtained: please advise if the knots came undone during the initial procedure? Unk. Did the surgeon re-suture patient in same initial procedure? Unk. What is the condition of the patient? Good, no patient consequence. A first mersilene device was used and its needle pulled off. Then, the surgeon took a second mersilene device and its needle also pulled off. So, the surgeon took another device from another brand to complete the procedure. Mersilene devices reported in 2210968-2019-87845 and 2210968-2019-87846.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/17/2019. A manufacturing record evaluation was performed for the finished device batch lpj202, f181119 and no non-conformances were identified.